Event description:
This ra lead was implanted in (B)(6) 2015 and still remains implanted at this time. On (B)(6) 2017 this lead exhibited noise which caused atr mode switch. Sensing was 0.75 mv fixed in ra. Lead sensing, threshold and diagnostics were good and there was no inhibition. Patient came in for postural dizziness with a complaint of shortness of breath which could be due to atr mode switching. The following physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)